Event description:
Event description boston scientific received information that during the revision procedure this ventricular lead had become dislodged due to a patient condition. The lead was explanted and replaced. No adverse patient effects were noted.